Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that whilst in session, the programmer suddenly alarmed and would not accept any commands from the user. The user then switched to an alternative programmer to continue with the case. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.